Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings: there was visible moisture under the display lens and found internally. The battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged damage to the battery compartment. In addition, the reporter stated that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.